Event description:
It was reported that prior to a total joint procedure at the user facility, a fly was found in the sterile packaging of the hood. No pt involvement, no delay, no medical intervention, and no adverse consequences were alleged with this event. The procedure was completed successfully.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.